Event description:
Patient presented for cataract surgery under IV sedation and topical anesthesia. The rn scrubbed in this case had drawn up bss(balanced salt solution) into a 3ml syringe and attached the 30g cannula with the protective sleeve still in place. Once connected, the protective sleeve was removed and rn confirmed that the cannula was tight. Rn tested the cannula with bss prior to placing it on the operating room table. After the intraocular lens was implanted and during the hydration of the inferior portion of the main wound, the cannula was forcefully ejected from the syringe. The cannula was found on the floor. The patient experienced severe discomfort and the md noted there was a new anterior capsular rupture located at 8 o'clock extending in a linear fashion to the posterior capsule. The intraocular lens remained within the capsule. The red reflex was noted to darken with hemorrhage and the eye was soft. Two small areas of hemorrhage were noted on the iris at 8 o'clock and quickly became hemostatic. Balanced salt solution was used to return the eye to a physiologic pressure and reform the anterior chamber. The paracentesis was hydrated with balanced salt solution. The main incision was closed using a 10-0 nylon suture. Triamcinolone was injected and there was no vitreous noted in the anterior chamber. A vitreoretinal consult was obtained and an anterior vitrectomy was performed. The retina was noted to be attached without any clear breaks or signs of injury. Subsequent testing of other cannulas in same lot replicated the event (no patient involvement). Subsequent testing the same type of cannula, same manufacturer, but with a different lot #6075262 resulted in cannula flying off of the syringe. Ref report: mw5160981.